Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot- specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, unexpected shutdown, and audible noise resulting in unexpected medical intervention appears to be related to unintended user error. In this case it is likely that the reported perforation of vessels, unexpected shutdown and audible noise resulting in unexpected medical intervention was due to device placement or use techniques employed. Per the physician's opinion, "the oad caused the perforation due to the viperwire going subintimal without him realizing it." Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment of lesion in anterior tibial artery (at) via pedal access. During the first treatment, low speed was used but an audible pitch change was heard from normal grinding to the oad crown seemingly getting stuck which caused it to decelerate so it was turned off to stop the crown from spinning. The oad led lights remained lit. The oad was removed. There was no oad damage or tissue observed on the crown upon removal. The .014 viperwire advance peripheral guide wire with flex tip remained in place. Angiographic images showed perforation in at. In the opinion of the physician the oad caused the perforation due to the viperwire going subintimal without him realizing it. There is no allegation of device malfunction. To resolve the perforation, a jade balloon was inflated in the lesion for five minutes. The procedure was aborted. The patient was stable after the procedure and discharged the same day to be brought back in six weeks to continue treatment.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment of lesion in anterior tibial artery (at) via pedal access. During the first treatment, low speed was used but an audible pitch change was heard from normal grinding to the oad crown seemingly getting stuck which caused it to decelerate so it was turned off to stop the crown from spinning. The oad led lights remained lit. The oad was removed. There was no oad damage or tissue observed on the crown upon removal. The .014 viperwire advance peripheral guide wire with flex tip remained in place. Angiographic images showed perforation in at. In the opinion of the physician the oad caused the perforation due to the viperwire going subintimal without him realizing it. There is no allegation of device malfunction. To resolve the perforation, a jade balloon was inflated in the lesion for five minutes. The procedure was aborted. The patient was stable after the procedure and discharged the same day to be brought back in six weeks to continue treatment.